Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip open - efaa) and noise. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thickened atrial septum and fossa ovalis which made transseptal puncture difficult, but not sub-optimal. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed and efaa was attempted two more times, but the clip still opened while locked. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. It was noted that when the clip was closed before advancing into the ventricle, significant haptic and audible cracking sound was heard. One clip was implanted, reducing mr to 2. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.